Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. Last placement was in (B)(6) 2020. It was reported (B)(6) 2020 that the patient's stoma site was infected, a little pink and yellow pus coming from the area. Patient reported having an infection for about 2 weeks. Physician prescribed oral antibiotic cephalexin which patient is currently still taking.